Event description:
It was reported that the bd phaseal¿ infusion adapter c100 had flow issues with air entering the infusion set through the vent line. The following information was provided by the initial reporter: "when they are using the adapter with a codan infussionset it´s coming air in to the infussionset. 1.09.2023 update : it was a vent line... It was a plastic container. I have informed the customer that it should be closed then they are using a vented line."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, there is evidence that liquid passed through the adapter as droplets are observed within the tubing. There was no visible damage or other defect that was identified within the photo that could indicate any issue with the product. A device history review was performed for reported lot 2205224, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the same lot were used for additional evaluation, liquid was able to move from the syringe, through the injector and infusion adapter without issue, no issues with the device were observed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. No issues were found during these inspections related to restricted flow. Based on the available information and our quality team's investigation, we are not able to identify a root cause at this time. Complaints received for this device and reported will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 had flow issues with air entering the infusion set through the vent line. The following information was provided by the initial reporter: "when they are using the adapter with a codan infussionset it´s coming air in to the infussionset. 1.09.2023 update : it was a vent line... It was a plastic container. I have informed the customer that it should be closed then they are using a vented line."